Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 42 mg/dl due to needing settings adjustments. Customer consumed peanut butter and sugar water to address low bg. Customer updated their pump settings to address the event.